Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the eos battery status, triggered on (B)(6) 2021, almost three months after explantation. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
This device was explanted due to eri with unexpected battery behavior. No adverse patient events were reported. Should additional information become available, this file will be updated.